Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of "capsular contracture, baker grade iii/IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii/IV. Device remains implanted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii/IV. The device has been explanted.

Manufacturer narrative:
Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices with work order 3385562 were released in accordance with abbvie¿s procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. According to the device analysis performed in the laboratory, it was observed split in patch area, it is out of specification per qa 199.04, which is not related to the reported complaint. A review of the current risk documents was performed, and the event of split in patch area is a known event, for which manufacturing process controls and inspections are stablished to reduce the incidence of this defect. During the trend review of all split in patch complaints for gel breast implants for the period of jul 2020 through jun 2022, was noted an outlier in november 2020. The additional analysis performed shows all that results met the acceptance criteria and no issues, deviations or non-conformances were found which could be associated to the split in patch event, so, no additional actions are deemed required at this time. The issue with split in patch will continue to be monitored and corrective action taken in the future if deemed appropriate.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, weight to spec, crease flat. And observed, split in patch area. It is out of specification, per qa 199.04. Air voids and cloudy in the gel observed, after autoclave cycle. Base on the device analysis, the final assessment is: split in patch area, assessed, as a workmanship.